Event description:
It was reported that during patient care, the customer's lifepak 12 device powered itself off then back on multiple times. The customer advised they had charged batteries installed in the device. There were no adverse effects caused to the patient from this reported malfunction.

Manufacturer narrative:
The service representative evaluated the device; however, the reported failure was not duplicated. Proper device operation was confirmed during functional and performance testing. The root cause of the reported problem was not determined. The device was returned to the customer for use.